Event description:
User received erroneous sodium for thirteen patient samples. Four examples were provided. Sample 1 initial result 131 mmol/l, repeat 138 mmol/l. Sample 2 initial result 133 mmol/l, repeat 139 mmol/l. Sample 3 initial result 131 mmol/l, repeat 139 mmol/l. Sample 4 initial result 131 mmol/l, repeat 139 mmol/l. No results were released to physicians. A field correction for this issue has been initiated. It was identified the customer was not following the recommended actions sited in the field correction.